Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that hospital received shipment and items were damaged. They provided pictures of box an individuals are wet.